Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that they do not know the cause of the patient's death nor the results of the toxicology report.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) model description: enh st ld kit, sc-2218-70.

Event description:
A report was received that the patient passed away. Reason unknown.

Event description:
A report was received that the patient passed away. Reason unknown.

Event description:
A report was received that the patient passed away. Reason unknown.

Event description:
A report was received that the patient passed away. Reason unknown.

Manufacturer narrative:
Additional information indicated that the physician does not think there is any correlation with the patient's death and the device. The patient had pneumonia after she was implanted in 2010 and had other small things not related to her implant. The patient's mother told the physician she saw the patient when she got home from work and that the patient passed away in her sleep that night. A toxicology report has been ordered; the physician will provide an assessment when the results are back.